Manufacturer narrative:
Date of event has been entered as the same as published date (may2022) since date of data collection was not provided. Device serial number is documented as unknown. Serial number was requested but was not able to be provided. Author information: fürniss, h.e., et al. Continuous flow ventricular assist devices in children - how to bridge the gap the hvad left behind?, perfusion 37.1 suppl: 84-85. Sage publications inc. (May 2022). University heart center freiburg - bad krozingen, department of congenital heart defects and pediatric cardiology, freiburg, germany. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported heart transplant could not be determined through this evaluation. The device history records could not be reviewed as the heartmate 3 lvas device serial number as well as other specific case/patient information are not available. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article "continuous flow ventricular assist devices in children - how to bridge the gap the hvad left behind?" Identifying that in 2021, distribution of the left ventricular assist device (lvad) medtronic hvad was discontinued due to increased neurological events and mortality in adults. This study aimed to provide insights into the experience with the heartmate 3 (hm3) in children below 50kg who would have been previously treated with hvad. One of these pediatric patients was a twelve year-old boy who suffered from rapidly progressing dilated cardiomyopathy and was on extracorporeal life support since a few days after their diagnosis. Hm3 implantation was successful with a primary sternal closure. The patient's general course on hm3 was uneventful, with transfer from the intensive care unit (ICU) to a regular ward occurring within two weeks. The patient did not experience any adverse neurological events. The patient ultimately received a heart transplantation five weeks after their hm3 implantation.